Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 (type of investigation,investigation findings,component code,investigation conclusions. A getinge field service engineer (fse) evaluated the unit and verified the issue. Fse resolved the issue by replacing fill manifold assy, iabp , purge valve assembly,iabp, cylinder,volume,iabp. Fse replaced exch pcb,solenoid driver during troubleshooting. Fse then calibrated and tested safety and functionality and then the iabp was returned to customer for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received the following parts associated with this complaint: volume cylinder bimba, purge assembly, solenoid driver, fill manifold. These parts were received with the reported unit complaint of auto-fill failure. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed each parts into the cs300 test fixture and tested each parts separately. For volume cylinder bimba and purge assembly fat was able to replicate the reported auto-fill failure and a loud audible alarm. For solenoid driver and fill manifold fat was not able to replicate the reported failure these parts passed testing. The non-conformance's with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had autofill failure. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.